Event description:
Reported via journal article it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system were selected for use. Transesophageal echocardiogram (tee) showed no left atrial appendage thrombus prior to procedure. Heparin was given to reach therapeutic activated clotting time (act). Using a 12 fr versacross connect sheath, a versacross wire was advanced to the fossa ovalis, and radiofrequency was initiated. Upon advancing to the left atrium (la), a mobile echo density was seen on the sheath, suspicious for a thrombus. A sentinel cerebral protection system (cps) was placed in the carotid along with a non-boston scientific cat 12 catheter through the watchman sheath. Under continuous aspiration, the entire system was removed. Thrombus was visualized entering the cat 12 catheter on tee. No evidence of distal embolization was seen on simultaneous imaging of the left ventricular outflow tract.

Manufacturer narrative:
B3: estimated as 04/02/2024 as the online published date for the article is noted as 2 april 2024. Citation: rao, l., rao, a., tait, d., ianitelli, m., & mohan, j. (2024). Watching a thrombus: a novel use of penumbra aspiration catheter to safely remove left atrial thrombus during left atrial appendage closure, journal of the american college of cardiology, volume 83, issue 13, supplement, 2024, page 3438. Issn 0735-1097 https://doi.org/10.1016/s0735-1097(24)05428-7. Https://www.sciencedirect.com/science/article/pii/s0735109724054287.